Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) acquired sepsis and subsequently passed away. The cause of death was reported to be unknown. The cause of the sepsis event was unknown. The nurse reported that the patient was off of dialysis for one year before he passed away, as his kidney function had resumed. On an unreported date, his kidney functions became abnormal again. The patient was on pd therapy for two days before being hospitalized. Nineteen days prior to death the patient was admitted to the hospital and diagnosed with extreme fatigue and weakness, and was switched to hemodialysis. The patient had sepsis of an unknown etiology and liver failure before he passed away. Treatment for the sepsis event was not reported. It was not reported if the pt recovered from the sepsis event prior to death. It was not reported if an autopsy was performed. Additional information was requested but is not available.